Event description:
It was called in to technical services on 10/4/12 that there is noise on this rv lead. The md is suspecting emi but further testing will be completed. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).